Manufacturer narrative:
The cause for the discordant (B)(6) is unknown. The instrument is performing within specifications. No further evaluation of the device is required. (B)(4).

Event description:
A (B)(6) advia centaur xp (B)(6) total result was obtained for a patient sample. The patient sample was tested on an alternate method and the result was (B)(6). The (B)(6) result was discordant with (B)(6) result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.